Manufacturer narrative:
H6: evaluation method codes: [from]: blank. [To]: analysis of production records, 3331. The device has not been returned to the manufacturer so we are unable to complete an evaluation. We are unable to confirm the reported event. If additional information is provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4). Record ID (B)(4).

Event description:
It was reported that while attempting to insert an intra-aortic balloon (iab), the catheter was unable to be inserted through the sheath due to an unfolded membrane. The iab was replaced and therapy was provided. There was no reported patient injury.

Manufacturer narrative:
Event site name: (B)(6) hospital. The device has not been returned to the manufacturer so we are unable to complete an evaluation. We are unable to confirm the reported event. If additional information is provided we will send a supplemental report with our additional findings. Reference complaint : (B)(4).

Event description:
It was reported that while attempting to insert an intra-aortic balloon (iab), the catheter was unable to be inserted through the sheath due to an unfolded membrane. The iab was replaced and therapy was provided. There was no reported patient injury.